Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, treatment settings and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert noted that the subject device had an error message displayed on the system screen upon arrival. The technical engineer completed performance tests of all specifications concluding that the error message was due to a faulty switching module. Following replacement of the switching module, the system operated to lumenis required manufacturer specifications. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding that the user facility followed proper protocol and the treatment settings were within proper range. The healthcare professional stated that the patient burn will take several weeks to heal.

Event description:
A user facility reported that one (1) patient sustained a second degree burn on the right upper cheek area following ipl treatment with a lumenis m22 laser. It was further reported that the patient was sent to a plastic surgeon's office for consultation and was prescribed bacitracin prn.